Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level 400 mg/dl. The customer¿s current high blood glucose 407 mg/dl. The customer had treated with syringes. The customer does not allege insulin pump was under delivering. Assisted customer I performing high pressure test and the insulin pump passed the high pressure test. The drive support cap was normal. The product was not returned for analysis.